Event description:
It was reported that the patient with this right atrial (ra) lead exhibited intermittent impedances measurements with high out of range values and low amplitude. It was discussed that the patient had a bicycle accident a year and a half ago. The technical services (ts) from boston scientific recommended to review the ra lead in the clinic as it may had lost slack and to perform an xray. Furthermore, the patient was interrogated in the clinic and no noise was found on the ra lead. This ra lead remain in service. No adverse patient effects were reported.